Manufacturer narrative:
In absence of additional information or a returned product, our investigation is complete. Should new information become available, another report will be filed.

Event description:
It was reported that the patient with this device passed away approximately one year post implant. While there was no information to suggest any product involvement, the patient advocate states the patient exhibited a decrease oxygen saturation value, low blood pressure and was often sick/unwell, post implant. No follow-up history was provided and no return of product is indicated.